Event description:
It was reported that "after the patient drain was connected to the device, the suction system did not appear to be working. Minimal fluid flow was observed only by gravity without effective suction. The suction indicator light on the device did not appear to work when the flow controller was activated. A 2nd pleurevac was therefore used, for which the same dysfunction was observed. A 3rd pleurevac was then installed for which everything worked well. The wall suction outlets were checked the next day, they were working properly". Additional information received states "there was no consequence for the patient". See associated MDR #3004365956-2024-00008.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If defective sample becomes available at a later date this complaint will be updated as applicable. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the patient drain was connected to the device, the suction system did not appear to be working. Minimal fluid flow was observed only by gravity without effective suction. The suction indicator light on the device did not appear to work when the flow controller was activated. A 2nd pleurevac was therefore used, for which the same dysfunction was observed. A 3rd pleurevac was then installed for which everything worked well. The wall suction outlets were checked the next day, they were working properly". Additional information received states "there was no consequence for the patient". See associated MDR #3004365956-2024-00008.